Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to cup aseptic loosening. Product not revised: profemur® 135mm stem, ppw38003, lot: s11118386 . "Profemur® r" grit blasted, ppw38058, lot: r1096924. Unknown neck.